Event description:
It was reported that during a coronary artery bypass graft, the clips were not closing completely from the proximal to distal. Once the surgeon went above to work and came back down to the chest, the clips were falling off the tissue. They kept firing the device until they got a clip that would hold on tissue. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the mfg records were reviewed and no anomalies were found. Complaint info is trended on a regular basis to determine if further investigation is warranted.